Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. The actual date when the event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the issue. (B)(4).

Event description:
Customer reported that on some unspecified date she encountered a blank screen issue with her adc blood glucose meter and noted it would not turn on when the button was pressed or with test strip insertion. Customer further reported that due to this she sustained an unspecified injury, but declined to continue troubleshooting. It is unknown what, if any, treatment may have been rendered, either via self or third-party. There was no report of death or permanent injury associated with this event.